Manufacturer narrative:
Corrected information: sex.. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system, other applicable components are: product ID 7482 lot# serial# unknown. Product type extension product ID 3387 lot# unknown: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual. It was reported that following an implantable neurostimulator (ins) replacement on (B)(6) 2017 an impedance test was performed and resulted in normal values. Around (B)(6) 2017, the patient experienced a tremor and repeating intermittent numbness between their left arm, left cheek, and finger tips. On (B)(6) 2017, a manufacturer representative (rep) visited the hospital/patient as the tremor and numbness continued. An impedance test was again performed and resulted in the following impedances (ohm): c<(>&<)>0:610,c&1:822, c&2:809, c&3: greater than 10000, 0&1:911, 0&2:1066, 0&3: greater than 10000, 1&2:986, 1&3: greater than 10000, 2&3 greater than 10000. The patient's device parameters were amplitude (v): 3.4; pulse width (us)): 120; rate (hz/pps): 160hz; polarity (uni or bi): bipolar; electrode number for anode: 3; electrode number for cathode: 0. After the system was reprogrammed to omit electrode #3 from use, the previously reported symptoms of tremors and numbness were resolved. It was considered that electrode #3 may have been likely fractured on (B)(6) 2017 so the electrodes used for programming were changed. The event remains ongoing.